Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 10/12/2020. Corrected information: b1, h1- upon additional information review, this medwatch report does not meet reportability criteria and has been updated from malfunction to not reportable issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ovarian carcinoma procedure on (B)(6) 2020 and suture was used. During the aponeurosis closure, the wire pulled off when the surgeon took it with the needle holder. The procedure was completed using a like device and there were no adverse patient consequences reported. No further information was provided.